Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right atrial lead exhibited noise episode. The lead was not used and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of noise was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.